Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the touchframe cable assembly, graphic user interface (gui) touchframe, gui printed circuit board (pcb), and backlight inverter pcb, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
Covidien received a touchframe printed circuit board (pcb) for investigation. A visual inspection was conducted, and it was noted that there were areas of contamination evident on the secondary side of the pcb. The component was attached to an investigation test ventilator and it successfully power up, and tested as detailed in the 840 ventilator service manual. No errors were recorded in the diagnostic logs. During calibration, the unit intermittently failed during extended self-testing (est), and generated error code in the diagnostic log. It was later revealed that as a result of the contamination on the pcb, stray voltages were present. This contamination could also lead to intermittent short circuit condition, and cause a gui inoperative condition. The contamination is as a result of fluid ingress originating from cleaning products entering the gui housing. This is a known issue, and design improvement has been made, extended to the lower edge of the bezel beyond the touchframe pcba, and if liquid were to migrate past the lower edge of the bezel, there was a much reduced chance of it dripping onto the pcba. This design change to the gui bezel became effective on the 21st june 2010. The manufacturing date for this ventilator serial number is of nov-2008. If this failure occurred during ventilation the ventilator would not stop. Instead, it would generate a touch screen error, and the appropriate audio and visual alarms would enunciate. The reported malfunction was verified.

Event description:
It was reported by a customer in (B)(6) that the 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.